Event description:
Patient was implanted with epoca shoulder prosthesis system on (B)(6) 2012 for a four part proximal humerus fracture. Patient had an anterior dislocation due to rotator cuff deficiency which was confirmed by examination and x-rays. Surgeon suspected the patient may not heal, the tuberosities due to the amount of bone that was left from the patient's original injury. Patient was returned to the or on (B)(6) 2012 for removal of hardware due to non-union of tuberosity. Patient was revised to a hemiarthroplasty of shoulder with depuy cta head and a global fracture stem due to the deficiency of the tuberosities. This is 2 of 3 reports for the same event.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing records were reviewed and no complaint related issues were found.